Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The customer performed a precision check with satisfactory results. The customer checked the photometric unit, performed a cuvette blank, and photometer check, cleaned the incubation bath, checked the washing of the cells, and performed a visual inspection of the cells. The customer found three segments with "grated cells" which they replaced. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas c 503 analytical unit. Sample 1initial result was 76.8 mg/dl. The patient complained about the result and the sample was repeated with a result of 109 mg/dl. Sample 2 initial result was 154 mg/dl and the repeat result was 98.9 mg/dl. Sample 3 initial result was 92.6 mg/dl and the repeat result was 139 mg/dl. Sample 4 initial result was 90.5 mg/dl and the repeat result was 120 mg/dl. Sample 5 initial result was 192 mg/dl and the repeat result was 236 mg/dl.

Manufacturer narrative:
Medqwatch fields d1-d4, g1, and g4 were updated. A general issue was ruled out as the calibration and quality control data were within the specifications. The field service engineer replaced the reagent, of the reagent probes, and both of the sample probes. Instrument checks were performed and were within specifications. The investigation determined the issue was resolved after the service actions.